Event description:
It was reported that the patient's device was extruding from the skin due to picking at the site and the patient underwent a full explant and wound clean out. Device history records were reviewed and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. The explanted products were received by the manufacturer; however, device evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.